Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Event description:
It was reported that the system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. The electrode remains implanted. There were no adverse patient effects.